Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with a neurostimulator (ins) for spinal pain. It was reported ins was turning itself off at night and his back hurt, pain level increased, sore in the morning and when he used the patient programmer (pp), the implant came back on. Patient stated he knew therapy was off because he didn't feel it until he used the pp. It was mention fall was related to this issue. Patient stated he fell occasionally in the house but hadn't hurt himself. It was reviewed stim on/off consideration, kept a journal of on/off incidents. Patient services (ps) asked patient to sync with pp, patient stated setting was group a at 5.0 v and therapy was on. Patient noted he normally pressed the therapy on buttons to see information on the pp screen and patient didn't know there was a therapy on icon on the pp screen. Patient services recommended patient kept track of therapy going off and consult with healthcare provider (hcp). It was reviewed adaptive stim feature. No further complication and no symptoms were reported.